Event description:
Pt reports mckesson claves vial adapter snaps loose to the remodulin vial, resulting in remodulin medication spill/ causing leaking. Pt asked for alternative, pharmacy sending mini spike disp pin. No further info, details, or dates available. Current IV remodulin dosing: 40ng/kg/min. Please answer the following pc questions; if unknown, add phrasing: 1. Did pt miss any doses or have an interruption in therapy due to pc - none reported/unknown 2. Did pt experience an ae due to pc - none reported/unknown 3. Is the malfunctioning product/ device available for return, in case the manf. Requests - not reported/unknown 4. Defective product lot/ device serial # and expiration date - no lot/2026-02-28/no sn. Diagnosis for use: pulmonary arterial hypertension.